Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request

Event description:
According to the reporter: occurred during an open soft tissue resection procedure. The reload was being used with the powered handle. The surgeon was firing the reload over muscle in the left leg. The first firing was successful. Loaded the second reload, cycled it, and everything looked fine, three green swim lanes. Once the reload was closed onto the tissue, did not get the green lights on the side indicating we could fire. At that time, the green box around the screen went white. Opened the reload, then received a white swim lane for the reload and a red zero. Then close the reload outside of the patient, and after that it would not open anymore. Were able to remove the reload with the jaws closed with no issues. In order to resolve the issue and complete the case, removed the reload that would not work and used another reload. Fired it and everything worked perfect. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is auto-washer.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was pre-fired and engaged in interlock. There were staples protruding from proximal staple cartridge channel. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre- fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.